Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: reported issue per customer: xxx called in stating there was a hole in the catheter and it traumatic for the patient. Cst pulling remainder of item from stock with similar lot number.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the sample and video submitted for evaluation. Bd received one used 20g x 1.00in. Insyte autoguard bc unit from lot number 3116879. Additionally, one customer video was provided for investigation. The video is representative of what was returned and does not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit found that a tear was present on the catheter tubing near the nose of the adapter. The tear was further inspected under a microscope and found to extend over half the circumference of the catheter tubing. Depending on the section of the tear being viewed, different shapes of a tear could be observed. The tear had three distinct sections, a v-shaped portion, an arc shaped portion and a diagonal shaped portion. All of these are indicative of a needle spear through caused with the front end of the bevel. This spear through would result in leakage. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. Please refer to the IFU(instructions for use) which indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A device history record review found no non-conformances associated with this issue during production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.